Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were told to call and order a new battery recharging device. Agent attempted to get the patient to clarify which item was "not behaving well at all," but they struggled to articulate the exact issue. Patient stated the controller was not behaving at all and it took over an hour to charge the implanted neurostimulator from 0% to 100%, then they have to charge it again 10 days later. Agent reviewed that was actually rather normal for the charging speed, if not faster than normal. Patient stated there was "something wrong with how 'it' records what's happening." Patient continued to offer confusing and conflicting information about the performance of their equipment. Patient stated the controller battery would go from 100% to 30% in a day, when it used to last them about 15 days. Agent was trying to understand if they meant the charge of their implant or controller battery was what they were talking about; patient then said it was going from 100% down to 30% in a day or three days. Patient stated that they didn't really know which battery was behaving strangely, but they had been calling 'medtronic' (agent thought they meant they had been contacting the rep, as no recent cases were on f ile in cmf). Patient said the rep told them the battery should last a week and half to 15 days. When the patient first got "it" that's how long "it" had been lasting; patient additionally said it wasn't very strong, so not a lot of power is coming out, and they had a hard time getting "it" to get to the point where it would charge, and sometimes it would take the battery down from 30% to 0% just to get it to the right spot to charge it. (Agent thought they were talking about the ins, but couldn't get the patient to confirm). Agent was unable to ascertain what device the patient was actually talking about, and they did not have their recharger present for troubleshooting. Patient was becoming frustrated with agent's attempt to clarify the issue and told agent just to call the medtronic rep, patient said they didn't keep track of every single time they charged the implant, but they just knew it took a long time to charge. Patient added the rep and patient had discussed possibly replacing the implant itself because "the device is not doing very well," but told the patient to try getting "one of these" to see if it would help (meaning the li battery pack). Agent sent request to repair for replacement battery pack. Agent attempted to contact the medtronic rep via the number provided by patient, but there was no answer so agent left a voicemail. Agent continued communication with the rep the following day; see email communication. Rep was first made aware of difficulties the patient had back in december 2025, which conflicted with the patient's answer (which would 've had the event date as year valid; jan 31, 2026 - due to saying the issue started about 2 months ago), so marked as 'asked, unknown.' Mdt rep mentioned the patient had ongoing difficulty charging their implant because the battery wasn't positioned correctly in the pocket, so they are looking to do a revision surgery and correct the position soon; patient will not get a new implant but readjust the current one. Agent asked rep for reference number regarding documentation of that issue. Agent closed case. Agent called to notify patient a replacement controller battery would be sent, and explained they will need to call back with all equipment present to do further troubleshooting if that doesn't resolve their issue. Additional information was received from a manufacturer representative (rep). It was reported that the patient experienced pain at the implant site. The rep stated that the patient will be getting a pocket revision in order to charge more efficiently. The patient's battery is sitting uncomfortably in the pocket due to weight loss. The battery sits nearly lateral in the pocket instead of flush to the skin. This is causing a lot of issue with charging due to the patient having a difficult time finding the implantable neurostimulator (ins). Date of the surgery is scheduled on (B)(6) 2026.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.